Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc in the cheeks. The patient has delayed non-inflammatory nodule. Additionally, a healthcare professional reported that the patient was injected with 1cc each side into the lateral cheeks. Hcp administered an ultrasound and the results were non-inflammatory, and granuloma. The patient was presented with delayed onset nodules. The hcp treated the patient with hylenex 2 times. Symptoms have not resolved.